Event description:
It was reported that the patient presented for ICD change-out due to normal eri. Externalized conductors were noted via fluoroscopy, proximal to the svc coil. All electrical measurements were normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.